Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient had heard an alarm and started to feel symptomatic. The patient felt that the pump had stopped and they weren't receiving medication anymore. The patient hadn't been seen since the pump alarmed and there were no plans to check the pump at the time of the report. The patient reported they felt awful, with severe pain, and no pain control. The physician had planned to wait 6 weeks, replace the pump, and start micro-dosing with the new pump. No further complications were anticipated/reported.